Event description:
Upon x-ray the hosp found that the distal tip of the spring wire guide had separated in the pt's pulmonary artery. At this time the separated portion of the wire guide remains in the pt, but there are plans to remove it. Device expiration date is indicated as infinite.